Event description:
During a laparoscopic cholecystectomy the device produced clips with the distal tips crossing at the ends. The event did not change the original intent of the procedure. There was no patient consequence.